Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020. (B)(6).

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The patient was discharged on direct oral anticoagulants (doac) and aspirin. The patient became ill in early (B)(6) 2020 along with loss of appetite and received medical treatment at home. The patient then went into shock and was urgently transported but was declared dead. The cause of death was noted to be heart failure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). B3: date of event: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The patient was discharged on direct oral anticoagulants (doac) and aspirin. The patient became ill in early (B)(6) 2020 along with loss of appetite and received medical treatment at home. The patient then went into shock and was urgently transported but was declared dead. The cause of death was noted to be heart failure. It was further reported that no adverse events or malfunctions occurred during the watchman implant procedure. The patient was transported by ambulance on 18nov2020 and died the same day. The cause of the shock is unknown, but there is information that the patient was hypoglycemic and blood was mixed in the stool.